Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A field service engineer ordered the helium bottles for replacement. The new pressure reducer was mounted and tests for leaks were completed. The fse then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "device leaking" alarm. Per the fault logs, the iabp generated ¿gas loss alarms¿ on both (B)(6) 2017 and (B)(6) 2017. The error was diagnosed. In addition, when inserting a full bottle of helium, the pressure reducer on the helium tank opens abruptly and releases helium. No patient harm or adverse event was reported.

Manufacturer narrative:
The event date was reported inaccurately.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "device leaking" alarm. Per the fault logs, the iabp generated ¿gas loss alarms¿ on both (B)(6) 2017 and (B)(6) 2017. The error was diagnosed. In addition, when inserting a full bottle of helium, the pressure reducer on the helium tank opens abruptly and releases helium. No patient harm or adverse event was reported.